Event description:
It was reported by the clinician that they placed a cannon split tip catheter in the patient without complications. The catheter was not working and so they returned the patient to the table and looked at it under fluoroscopy. At which time, they observed the catheter was broken in three pieces. One piece was the hub which was still in place along with the cuff. The next two pieces came off the main piece and both lodged in the patients right pulmonary artery. All of the pieces were retrieved and the catheter was replaced with the next step catheter. There were no complications reported. Additional information states that the catheter was inserted in 2008, into the patient's internal jugular. The catheter went through the patient's atrium ventricle and lodged in the pulmonary artery. The catheter v shaped tip separated from the catheter body and was surgically removed ten days later.

Manufacturer narrative:
Follow-up report will be field if additional information becomes available.